Manufacturer narrative:
Updated data: b1. Adverse event and product problem. B2. Outcome attributed to adverse event. B5. A second paragraph was added. H1. The original information indicated the event was a reportable malfunction. Additional information indicates that the patient was hospitalized. The event is now a reportable serious injury. H6. Annex e codes and annex a codes. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years following the implant of a transcatheter aortic valve, the valve failed due to an unspecified cause. No patient complications were reported as a result of this event. Additional information was received that during the initial implant of this valve, the patient was noted to have a very large "rock" of calcium in the native annulus, and there was concern that a post-implant balloon aortic valvuloplasty (bav) would cause a rupture. Since the transcatheter aortic valve replacement (tavr), the patient has had paravalvular leak (pvl) of unspecified severity and was admitted to the hospital for heart failure. No hemolysis was noted. The physician questioned whether treatment should be performed using a plug, or if the heart failure is related.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years following the implant of a transcatheter aortic valve, the valve failed due to an unspecified cause. No patient complications were reported as a result of this event.